Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower experienced a malfunction with the tower door 2. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 had multiple clicks. A field service engineer (fse) tested the door and observed multiple clicking sounds when accessed, indicating a malfunction. The fse replaced the failing door latch. The user then tested the repaired door and successfully performed medication inventories. The system functioned as intended after the field service engineer repaired the device.